Event description:
The distributor reported that the blades did not open correctly because the hinge pin was lacking. The lack of the hinge pin was found during the procedure. The user facility tried to find the hinge pin with x-ray, but it was missing. It is not clear whether the hinge pin dropped off before the procedure or during the procedure. No pt injury was reported.